Manufacturer narrative:
Prior to removal of the catheter, the clinician attached the syringe to the inflation pigtail and removed fluid from the balloon. As she pulled on the catheter, she felt some resistance. She continued to pull, removed the catheter and noted the balloon was not fully deflated. It is not known why the clinician did not identify a discrepancy between the volume removed from the balloon compared to the initial volume instilled. A small amount of bleeding was noted but the facility reported that no serious injury resulted and medical intervention was not indicated. The catheter was being discontinued and there was no need for it to be replaced. The sample was returned and evaluated. The catheter balloon was found to have 1-2ml of retained fluid in it. The balloon inflation lumen was collapsed near the irrigation eye within the balloon. A possible root cause for the collapsed lumen may have been the increased vacuum pressure created by the pullback on the syringe.

Event description:
The catheter balloon was not fully deflated prior to removal from the pt.